Manufacturer narrative:
E1: patient city: (B)(6). Patient country : netherlands.

Event description:
Reference number (B)(4). Event occurred in netherlands. On 29-june-2024, it was reported by the patient that infusion set tape not sticking after the water exposure from shower. No further information available.